Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor has an audio problem. They can hear the volume of the alarm at first, but then it goes away. The customer confirmed that the device was not connected to a patient when this event happened.